Event description:
No harm actually occurred, but the product busted. I am filing this complaint because pulsetto is conditioning my 2-year manufacturing warranty replacement on a demand that I violate federal transit safety laws. My pulsetto device suffered a thermal failure while charging, which physically melted and deformed the plastic housing. I provided photographic proof to customer support. Under department of transportation regulations (49 cfr § 173.185(f)) and usps publication 52, section 349.21(g), a thermally compromised, melted lithium-ion battery is strictly prohibited from standard mail streams without a custom hazard waiver or a certified dot special permit box. Pulsetto issued a standard usps ground advantage label and explicitly stated in writing that the device 'is not classified as hazardous waste' and refused to honor the warranty unless I mailed this back to them. I refused to endanger postal workers. Because the company refused to allow safe local e-waste disposal with proof of receipt, I have filed formal safety reports with the u.s. Department of transportation (dot) phmsa enforcement division and the consumer product safety commission (cpsc), but they told me you have jurisdiction instead. I received a refund for my initial purchase, but am waiting on a refund for the app subscription that occurred the day it went defective. I require pulsetto to completely cancel the return requirement and accept the chargeback without contesting it.